Event description:
Reporter alleged the customer obtained a discrepant blood glucose value of 348 mg/dl back to back with a result of 155 mg/dl when testing was performed within 10 minutes on the aviva system. Reporter stated that the customer took insulin based on the 155 mg/dl result. No other action or treatment resulted. Reporter stated that at a different time other comparative tests were performed within 10 minutes on the same system that had a 70-100 mg/dl difference. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.